Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng, inratio: 6.5. Date: ng, inratio: 1.5. Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 3.9, 4.0, lab: 3.2, 3.2.

Manufacturer narrative:
Investigation pending.